Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during routine maintenance, it was observed that there was a ¿fracture on the guide¿ of the upper portion on the attachment device. According to the report, it was also observed that there was ¿material wear with a dark spot¿ on the external portion of the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The reporter clarified that no adverse events were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Follow-up information received from the reporter. It was reported that the event occurred during a surgical procedure. According to the reporter, the cut was made in the skull and the surgeon proceeded to cut. The cut was completed without complication. When the surgeon was removing the attachment device, it was observed that the device was broken. The reporter indicated that " at one point the court got stuck". There was a spare device available for use. No additional information was available.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was damaged. Therefore, the reported condition was confirmed. Evidence indicates this was due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly.